Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, a loss of capture, loss of sensing, and low pacing impedance were observed on the right ventricular (rv) lead. Abbott technical support was contacted and recommended replacement. During the revision procedure, the stitches on the suture sleeve were cut and the electrical values returned to normal values. The physician believed the electrical anomalies were due to the suture sleeve being tied too tightly. The suture sleeve was retied and the lead was left implanted. The patient was in stable condition.